Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to fracture and deformation when the physician was trying to add a slight slack. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The fracture allegation was not confirmed based on normal lead resistance measurements that a passing inner insulation integrity test and inspection showed no conductor issues. Furthermore, detailed analysis did confirm damaged/defective electrode end allegation based on visual observation of coils that were slightly deformed at approximately 220 millimeters from the terminal end which was induced damage at implant. This was damage induced during attempted implant. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to fracture and deformation when the physician was trying to add a slight slack. A new lead with the same model was implanted. No adverse patient effects were reported.